Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator the patient was seen in the clinic and alarm logs showed a vad stopped alarm on (B)(6) 2016. Patient denies hearing any alarm, he denies any driveline disconnect or double power disconnects. Log files were sent, engineers were able to confirm the vad stopped alarm is d/t a driveline disconnect. Patient's driveline connection was tested, the fisher locking mechanism is intact. Unable to disconnect the driveline by pulling anywhere else on the connection. No damage to the driveline connector. Patient's controller was changed, replaced with con099863. Controller was exchanged and no consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
The controller failed visual inspection but passed functional testing. The reported event was confirmed via controller log file analysis which revealed multiple vad stopped' alarms that occurred on the reported event date ((B)(6) 2016). Event files also revealed a vad stopped' and motor start' on the event date indicating a driveline disconnect. However the device functioned as intended during bench level testing and the test could not replicate the reported event. External visual inspection revealed the serial data port connector to be loose and the o-ring gasket displaced from the controller housing. The o-ring for the power source 1 connector was also displaced, however the connector was not loose. These findings are not related to the reported event. The controller functionality was tested and the system testing did not indicate any abnormal operation of the controller; the controller performed per specification at the bench. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.